Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported she cannot remove the battery cap on her insulin pump. Customer's blood glucose is 400 mg/dl. She has not treated yet. Customer could not remove the battery cap with a quarter or a long screwdriver. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.